Manufacturer narrative:
This product is not sold in the united states. However, it is similar to other products sold in the united states.

Event description:
Procedure: urological. According to the reporter: the device was applied in 2007 (in different hosp). At the end of 2007, the device was partially removed. One part was cut, because of rejection. The pt was re-operated in 2009 for same problem.